Event description:
The infinity phaco emulcifier (machine to remove cataracts) foot pedal worked when tested prior to surgery. In the middle of surgery, the phaco emulcifier foot pedal stopped working. Machine was fixed and surgeon was able to finish the procedure. No harm to patient.